Event description:
Supplemental report is being submitted due to the completion of the investigation on 03-mar-2026.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 03-mar-2026. Device evaluation: 1 unit of lot c2350544 of clso-10-7 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all clso-10-7 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for clso-10-7 of lot number c2350544 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and label: instructions for use (ifu0045), which accompanies this device, instructs the user: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause review: a possible root cause could be attributed to the presence of a tight stricture within the common bile duct (cbd). As per the information provided, the stricture was very tight. This prevented the smooth passage of the clso-10-7 stent, causing the inner catheter (oa-10) to bend during the insertion attempts. The excessive tightness of the stricture likely led to resistance, resulting in deformation of the catheter and inevitably the inability to advance the stent to the target location. Confirmation of complaint: complaint is confirmed based on customer and /or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on customer and /or rep testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the presence of a tight stricture within the common bile duct leading to resistance, resulting in deformation of the catheter and inevitably the inability to advance the stent to the target location.

Event description:
The physician tried to insert clso-10-7 in the cbd but the stricture was too tight. He tried several times but the inner catheter of oa-10 was bent a lot. So, he replaced another oa-1o. However, it happened again. Finally, he changed clso-7-7 and pc-7. The case finished successfully.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.